Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. Application support manager (asm) checked both patient interfaces used with the system and they were within specifications. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that patient had intralase flap creation and had vertical gas breakthrough in one eye. Surgeon attempted to lift the flap but then aborted when realized there was an untreated area. Surgeon stated there was no known lesions in patient¿s cornea. The other eye was completed without issues but felt the flap was thinner around the inferior portion. Both cones were saved.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.